Event description:
A patient specific prescription form was submitted for patient's right distal femur. Diagnosis is "loose prosthesis".

Manufacturer narrative:
An event regarding alleged femoral stem loosening involving a jts distal femur was reported. The event was confirmed by medical review. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: the implant in situ was a jts distal femoral replacement which was inserted on (B)(6) 2006. The surgeon reported loosening of the prosthesis. The CT scan provided showed a gross loosening line along the stem between the cement mantle and the bone. The cement mantle has been very fragmented, and there is severe bone resorption, and left a very thin cortical bone, especially on the lateral side. The above radiographic observation can confirm the reason for revision. Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 30jan2006 with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed from 22mar2016 to present for similar reported events regarding loosening involving femoral stem in jts distal femur. There have been 12 other events. Conclusions: the exact cause of the event could not be determined because further information such as the retrieval analysis on the returned implant, the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
A patient specific prescription form was submitted for patient's right distal femur. Diagnosis is "loose prosthesis".